Manufacturer narrative:
(B)(4). It was reported that: hemostasis controllable. The analysis results showed that eleven ecr60d reloads were received sterile and with no apparent damaged. The returned reloads were opened and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what color cartridge was used for the creation of pouch? 2x green 3x gold. Does the surgeon wait 15 seconds prior to firing? Yes. What stapler was being used? Plee60a. Were any staple formation issues noted? No. Was there any bleeding noted intra-operatively? Slight bleeding at staple line was observed (esp. At junctions), nothing unusual. Was an intra-operative gastroscopy performed? If so, what were the results? No. How was the bleeding identified? Blood in drainage. How long after initial procedure did bleeding occur? Surgery was performed in the morning, bleeding occurred in the evening of that same day. Was any medical or surgical intervention performed? Gastroscopy. What is the current patient status? Patient recovered without further intervention. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the bleeding identified to be intraluminal or intra-abdominal? Was the gastroscopy that was performed an egd or laparoscopy? Can the results be shared? It was reported that 12 ecr60d reloads were used in procedure. Is this correct?

Event description:
It was reported that there was an intraluminal haemorrhage at the point where the golden magazine was used. The patient was gastroscopy examined on the same day. Bleeding has relaxed.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: was the bleeding identified to be intralumenal or intra-abdominal? No. Was the gastroscopy that was performed an egd or laparoscopy? Egd. Can the results be shared? No. It was reported that 12 ecr60d reloads were used in procedure. Is this correct? No, only two.